Manufacturer narrative:
Device evaluation: the x-ray demonstrated that the wireform was intact, heavy calcification on leaflets 1 and 3, and minimal calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect and 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm near commissure 3 at outflow aspect. Leaflets were thickened and swollen at the free margin near the commissures. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring had been cut around the valve and the wireform was exposed at the inflow aspect and on commissure 3. Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification, pannus, and stenosis cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a (B)(6) female patient with a 31mm pericardial mitral valve underwent an explant surgery after an implant duration of 12 years, 9 months, and 5 days. No additional details were provided. The explanted device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.